Event description:
(B)(4). It was reported that myocardial infarction and patient death occurred. On (B)(6) 2012, the patient presented with symptoms of unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure was performed. The target lesion was an in stent restenotic (previously placed unknown des) lesion located in the mid left anterior descending (lad) with 80% stenosis and was 8 mm long with a reference vessel diameter of 3.2 mm. The lesion was treated with direct stent placement using a 3.00 mm x 12 mm ion stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient had developed shortness of breath and chest pain and subsequently collapsed. Patient had developed respiratory distress and emergency treatment was given. Suddenly, pulseless electrical activity (pea) cardiac arrest occurred. Cardiopulmonary resuscitation (CPR) was started and multiple ampules of intravenous (IV) epinephrine and 1 ampule of IV bicarbonate were administered. The patient was then hospitalized immediately. During admission, the patient was unresponsive and intubation was done. Chest x-ray was performed which revealed diffuse ground class opacities in the entire right lung. Patient's cardiac enzymes were elevated (peak ck-mb = 40.8ng/ml, uln ck-mb = 3.6 ng/ml; peak troponin I =6.37 ng/ml, uln troponin I =1.5ng/ml) and electrocardiogram (ECG) was suggestive of non q wave mi. Repeat EKG revealed sinus tachycardia with some premature ventricular contractions (pvcs) and st depression in inferolateral leads. It was observed that the patient experienced ischemic symptoms. The event of mi was considered not recovered/not resolved. Even with all emergency measures, patient went in to a pea cardiac arrest. CPR was again resumed and IV epinephrine and IV dopamine started. Repeat arterial blood gas (abg) revealed hyperbaric respiratory acidosis. Ventilatory settings were adjusted, empiric broad spectrum IV antibiotics were started. The patient was continued on IV vasopressors and IV hydration was also started. CT of the chest showed extensive right lung consolidation consistent with pneumonia. The patient then became anuric even with aggressive IV hydration. Nephrology was consulted and dialysis was started. Patient again had multiple episodes of pea cardiac arrest and was coded as part of the advanced cardiac life support (acls) protocol. Dose of IV vasopressors were increased. Patient's family opted to put patient in dnr (do not resuscitate). Patient went into pea arrest again and was not resuscitated as per family wishes. Patient died and autopsy was not performed. Per death certificate, the cause of death is respiratory failure, cardiac arrest, septic shock and non-st elevation mi were the secondary causes.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).